Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 590 mg/dl. Multiple follow-up attempts were made to obtain additional information, however, the customer did not respond to follow-up attempts.